Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that company¿s known dressing was too adhesive, and this made the skin surrounding the wound uncomfortable especially when it was removed. Even after it was removed with nothing on the wound, the end user stated that the skin around the wound was still uncomfortable. She stated that she did not know where the wound was and except it was somewhere on her backside. The nurse applied the dressing every two to four days as ordered by her healthcare professional (hcp). No photo was available at this time.

Event description:
To date no additional patient or event details have been received.